Event description:
Reporter alleged the lancet needle that is a part of the softclix device lancing system used in finger-stick blood glucose testing would not retract after it was used. Reporter stated prior to using the system, the lancet needle would not fit properly into the carrier and appeared to be loose. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.